Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station dispensed wrong labeled and caused discrepancy on count by 1. A technical support specialist found that the device event report that was shown there was a wrong item transaction recorded for medication identity at same time when user performed remove for actual medication. It occurred because the wrong medication was scanned during the removal process triggering the wrong item workflow. The logs confirm that both items were scanned during the removal process for medication. As a result, the system registered an extra removal, caused a discrepancy of -1 in the pocket count where none should exist. This typically happens when the wrong item was scanned during removal, and the system, unable to verify the source of the scanned item beyond the pocket used for the transaction, assumes it belongs to the selected order. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had displayed a dispense wrong label and caused discrepancy on count by 1. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had displayed a dispense wrong label and caused discrepancy on count by 1. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.